Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011) - device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6)2011 with the following findings: the meter, test strips, and control solution have passed all testing and the primary complaint was not confirmed. However, a secondary issue was noted that the control solution had high glucose. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k)# is k073231.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter displays inaccurate high, inaccurate low and inaccurate control low. These issues were not resolved with troubleshooting.